Event description:
Reported as explant to be returned. Follow up findings, device explanted due to infected port and intra-abdominal abscess. Entire lap-band system was explanted.

Manufacturer narrative:
Taper iithe product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connectory type associated with this report. Inamed has not received the product at this time. Therefore no analysis or testing has been done. Infection is a surgical/physiological complications, and analysis of device generally does not assist inamed in determining a probable cause for this event. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.